Event description:
It was reported to tycohealthcare kendall that a salem sump tube had to be removed from the pt after it had been inserted because they could not draw back on the irrigation tube. They had to take an x-ray and it was discovered that there were no holes in the tube.